Event description:
It was reported that stent damage occurred. The patient presented with chest pain and underwent a percutaneous coronary intervention. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent struts were frayed. The device was removed and the procedure was completed with a 3.00 x 20mm synergy xd drug-eluting stent. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The patient presented with chest pain and underwent a percutaneous coronary intervention. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent struts were frayed. The device was removed and the procedure was completed with a 3.00 x 20mm synergy xd drug-eluting stent. No patient complications were reported. It was further reported that the 70% stenosed target lesion with 90 degrees significant bend was located in the severely tortuous and calcified vessel. The patient status was stable.